Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the alleged malfunction. The se updated the software to the current revision and performed extended self testing on the device. All tests passed.

Event description:
It was reported that during use on a patient a 980 ventilator generated a severe occlusion alarm. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of patient harm as a result of this event.